Manufacturer narrative:
The device was returned to haemonetics on (B)(4) 2011. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It could not be confirmed whether the spill bags were deployed.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged a disk leak occurred during post-op resulting in a burning smell and blood leaking from the bottom of the machine on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.